Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy and irregular bleeding"), autoimmune disorder ("autoimmune disorder") and post procedural complication ("returned to the hospital with complications of being filled with air and bleeding internally") in an adult female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and medical device monitoring error "essure insertion and endometrial ablation done on same day". The patient's past medical history included menometrorrhagia. Current weight: 183 lbs. Concurrent conditions included overweight and diabetes mellitus. Concomitant products included duloxetine hydrochloride (cymbalta) from 2012 to 2018, insulin and vicodin (norco) from 2011 to 2018. In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), weight increased ("weight gain") and migraine ("migraines"). On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and device expulsion ("coil was noted within the endometrial cavity"). The patient was treated with surgery (hysterectomy (partial)) and surgery (pelvic surgery to try and alleviate the symptoms in 2011). Essure treatment was not changed. At the time of the report, the pelvic pain, autoimmune disorder and fibromyalgia had not resolved and the genital haemorrhage, dyspareunia, weight increased and migraine outcome was unknown. The reporter considered autoimmune disorder, device expulsion, dyspareunia, fibromyalgia, genital haemorrhage, migraine, pelvic pain, post procedural complication and weight increased to be related to essure. The reporter commented: there was 1 coil within the endometrial cavity, once again, 1 coil was noted within the endometrial cavity at the right tubal ostia. Was told it was removed but returned to the hospital with complications of being filled with air and bleeding internally and was told then that they were not sure the essure was removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. On (B)(6) 2009 patient had surgical pathology report resulted in disordered proliferative pattern endometrium with stroma and glandular breakdown. No hyperplasia or carcinoma identified most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New event pain, essure confirmation test not done, coil was noted within the endometrial cavity and returned to the hospital with complications of being filled with air and bleeding internally were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy and irregular bleeding"), autoimmune disorder ("autoimmune disorder"), internal haemorrhage ("returned to the hospital with complications of being filled with air and bleeding internally") and procedural complication ("returned to the hospital with complications of being filled with air and bleeding internally") in an adult female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation done on same day" and device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included menometrorrhagia. Current weight: 183 lbs. Concurrent conditions included overweight and diabetes mellitus. Concomitant products included duloxetine hydrochloride (cymbalta) from 2012 to 2018, insulin and vicodin (norco) from 2011 to 2018. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), weight increased ("weight gain") and migraine ("migraines"). In 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), procedural complication (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), device expulsion ("coil was noted within the endometrial cavity") and abdominal distension ("returned to the hospital with complications of being filled with air and bleeding internally"). The patient was treated with surgery (hysterectomy (partial)) and surgery (pelvic surgery to try and alleviate the symptoms in 2011). Essure treatment was not changed. At the time of the report, the pelvic pain, autoimmune disorder and fibromyalgia had not resolved and the genital haemorrhage, internal haemorrhage, procedural complication, dyspareunia, weight increased, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, device expulsion, dyspareunia, fibromyalgia, genital haemorrhage, internal haemorrhage, migraine, pelvic pain, procedural complication and weight increased to be related to essure. The reporter commented: there was 1 coil within the endometrial cavity, once again, 1 coil was noted within the endometrial cavity at the right tubal ostia. Was told it was removed but returned to the hospital with complications of being filled with air and bleeding internally and was told then that they were not sure the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. On (B)(6) 2009 papatient had surgical pathology report resulted in disordered proliferative pattern endometrium with stroma and glandular breakdown. No hyperplasia or carcinoma identified. Most recent follow-up information incorporated above includes: on 9-jul-2018: correction following company internal coding review. The event "returned to the hospital with complications of being filled with air and bleeding internally" was splitted in order to capture "post procedural haemorrhage" concept. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy and irregular bleeding"), autoimmune disorder ("autoimmune disorder"), post procedural haemorrhage ("returned to the hospital with complications of being filled with air and bleeding internally") and procedural complication ("returned to the hospital with complications of being filled with air and bleeding internally") in an adult female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation done on same day" and device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included menometrorrhagia. Current weight: 183 lbs. Concurrent conditions included overweight and diabetes mellitus. Concomitant products included duloxetine hydrochloride (cymbalta) from 2012 to 2018, insulin and vicodin (norco) from 2011 to 2018. In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), weight increased ("weight gain") and migraine ("migraines"). On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), procedural complication (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), device expulsion ("coil was noted within the endometrial cavity") and abdominal distension ("returned to the hospital with complications of being filled with air and bleeding internally"). The patient was treated with surgery (hysterectomy (partial)) and surgery (pelvic surgery to try and alleviate the symptoms in 2011). Essure treatment was not changed. At the time of the report, the pelvic pain, autoimmune disorder and fibromyalgia had not resolved and the genital haemorrhage, post procedural haemorrhage, procedural complication, dyspareunia, weight increased, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, device expulsion, dyspareunia, fibromyalgia, genital haemorrhage, migraine, pelvic pain, post procedural haemorrhage, procedural complication and weight increased to be related to essure. The reporter commented: there was 1 coil within the endometrial cavity, once again, 1 coil was noted within the endometrial cavity at the right tubal ostia. Was told it was removed but returned to the hospital with complications of being filled with air and bleeding internally and was told then that they were not sure the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. On (B)(6) 2009 patient had surgical pathology report resulted in disordered proliferative pattern endometrium with stroma and glandular breakdown. No hyperplasia or carcinoma identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation done on same day". The patient's past medical history included menometrorrhagia. Current weight: 183 lbs. Concurrent conditions included overweight and diabetes mellitus. Concomitant products included duloxetine hydrochloride (cymbalta) from 2012 to 2018, insulin and vicodin (norco) from 2011 to 2018. In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), weight increased ("weight gain") and migraine ("migraines"). On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms in 2011). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dyspareunia, weight increased and migraine outcome was unknown and the autoimmune disorder and fibromyalgia had not resolved. The reporter considered autoimmune disorder, dyspareunia, fibromyalgia, genital haemorrhage, migraine and weight increased to be related to essure. The reporter commented: there was 1 coil within the endometrial cavity, once again, 1 coil was noted within the endometrial cavity at the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. On (B)(6) 2009 papatient had surgical pathology report resulted in disordered proliferative pattern endometrium with stroma and glandular breakdown. No hyperplasia or carcinoma identified. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, lot number added, events added as fibromyalgia, autoimmune disorder, medical device monitoring error. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), weight increased ("weight gain") and migraine ("migraines"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms in 2011). At the time of the report, the genital haemorrhage, dyspareunia, weight increased and migraine outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.